Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). We received one used perifix one ø0,84mm (20g) 80mm p, one used perifix cath.con. 2.0 g20-g24 yellow and one used perifix filter 0.2 m bulk out of a perifix one 401 filter set without packaging. The following investigations were conducted: visual inspection: the received samples were taken to a visual inspection. The perifix catheter is shorn off approx. 968 mm away from the catheter beginning. The shorn off area is slanted and shows a smooth structure (see pictures). The shorn off part with the catheter tip was not handed over by the customer. We exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." At the other samples no damages were detected. After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): catheter-damaged-broken.